Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: bp2a.250605.031.a3.s901usqsagze3hardware: sm-s901ucgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod for an unspecified duration. The caregiver stated that due to the adhesive not sticking well to the skin, the patient experienced hyperglycemia. No additional information was available.